Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 662 ml/dl with dehydration, shoulder and neck pain and vomiting associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy and was taken to the hospital where they received intravenous fluids and insulin by a health care provider. They also received food and/or drink as treatment. During troubleshooting with customer technical support, it was reported that the patient was using the cartridge longer than 2-3 days and that cold insulin was being inserted. The patient was educated on the loss of prime warning and cartridge use per IFU. This complaint is being reported because the patient experienced hyperglycemia associated with user error.